Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to this anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during priming and before a compromised force sensor system alarm. The customer received the compromise force sensor system alarm during the rewind sequence. The customer attempted to rewind and prime the insulin pump five times but insulin squirted out. Customer's blood glucose level was 300 mg/dl. The insulin pump was exposed to an x-ray. She was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.